Event description:
It was reported that the patient underwent revision of the olecranon plate on (B)(6) 2013. Patient fractured l tibia, r ankle and l olecranon a couple of weeks prior. The patient was trying to ambulate with crutches and displaced an l proximal olecranon fragment away from plate. Surgeon took patient back in to surgery and removed the original plate and screws, revising the reduction and fixation. This is report 1 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Review of finished product device history record (part number 02.107.302, lot number 7278740, work order (B)(4), branch plant 20) determined that this order met all dimensional and visual criteria at the time of release, with no irregularities documented during manufacturing that would have caused or contributed to this complaint condition. Review of the raw material blank device history record (part number 14065, lot number 7136460, and branch plant 82) determined that there were no irregularities that would have caused or contributed to this condition. Review of the respective raw material and finished product DHR files found no irregularities that would have caused or contributed to this condition. Based on this information alone, this complaint is deemed invalid. The investigation could not be completed; no conclusion could be drawn, as no product was received.